Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family called to report a no delivery alarm and high blood glucose readings of 600 mg/dl. The customer had changed the infusion set 4 to 5 times. The customer's blood glucose reading at the time of call was 338 mg/dl. The caller performed the self-test and it passed. The customer was advised to change the entire set, reservoir, and insulin and treat per their doctor's instructions. The reservoirs and infusion sets were replaced and will be returned for analysis.